Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure but the both common iliac arteries were highly angled, and there was half-round thrombus in the proximal neck. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation from the contralateral side. On (B)(6) 2011, CT angiography was performed for follow-up, and it showed the left iliac leg graft was occluded. However, blood flow by collateral growth was confirmed in the external and the internal iliac arteries. The physician is considering femoral-to-femoral bypass surgery. The pt's condition is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) - occlusion is listed in the instructions for use. (B)(4) - occlusion is listed in the instructions for use. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.